Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode was unable to connect with external devices post procedure. Company manufacturer met with patient and was able to pull ipg out of recovery mode. Reprogrammed with good coverage.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.